Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2006 , the patient presented with pre-op diagnosis of: l5-s1 lumbar degenerative disk disease; l5-s1 lumbar herniated nucleus pulposus and stenosis. The patient underwent following procedures: l5-s1 lumbar posterolateral intertransverse arthrodesis; pedicle screw instrumentation of l5-s1; bilateral l5 hemilaminotomy and foraminotomy; microdiskectomy of l5-s1; interbody arthrodesis of l5-s1 with peek cage and bone morphogenic protein biomechanical device; actifuse with autologous blood; microdissection technique with operative microscope; endius andoscopic arthroscopic minimally invasive approach. Per op-notes, ¿¿ the 14 x 22 mm peek cage biomechanical device packed with bone morphogenic protein sponge was then placed anteromedially through the endius endoscope into the distracted disk space at l5-s1. ¿ at this point, a 5.5 x 45-mm pedicle screw was placed transpedicularly through the right l5 pedicle .. A 5.5 x 41-tnm pedicle screw was placed transpedlcularly through the right s1 pedicle . Good position and alignment of both pedicle screws were confirmed. A 30-mm lordotic rod was then placed and secured with locking nuts. .. Another pedicle screw was placed transpedicularly through the left l5-s1 pedicle through the endius endoscope again using ap and l ateral lmaglng guidance. Good position and alignment were confirmed. A second lordotic rod and locking nuts were placed. They were tightened and secured. A second actifuse soaked in autologous blood was packed posterolaterally lntertransversely..¿ on an unknown date post-op, patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.